Event description:
The customer reported a false positive reaction of one pt sample with cell 2 of biotestcell 3. Customer sent us the complained reagent red blood cells biotestcell 3 and the pt sample. Both were tested on tango in the quality control laboratory. We can confirm a weak positive reaction with cell 2 of biotestcell 3. Additionally we tested several controls on tango: all positive and negative reactions were correct. We observed no false positive reactions. Furthermore the affected pt sample will be tested in different methods. We will try to identify an antibody.